Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred. One (1) day post procedure the patient had a transthoracic echocardiogram (tte) performed. The imaging showed that the closure device had embolized out of the laa and into the left atrium. The patient was not experiencing any symptoms as a result of this. The patient was brought back into the lab in order for the physician to retrieve and remove the device. The physician successfully removed the closure device from the patient using a percutaneous snare. The patient did not experience any complications from this event or the intervention. The patient stayed another night to remain under observation before they were discharged from the hospital the next day. The physician will decide at a future date if another procedure will be planned.